Manufacturer narrative:
(B)(4).

Event description:
Information was received from consumer in regard to a patient receiving fentanyl via an implantable infusion pump. The pump was used to infuse morphine. The indication for use (IFU) was listed as other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that the patient did not think the pump was working. One of the reasons the patient doesn't think the pump was working is because of the amount of medicine at the refill. A volume discrepancy was reported. The volume information was not provided. At the prior two refills, the healthcare provider thought the patient had the day wrong because it was full. This was reported to have occurred in (B)(6) 2015. The other reason the patient doesn't think the pump is working is because they no longer itch when they use the personal therapy manager. The actions/intervention, cause and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.